Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. At the site a visual inspection of the part was performed by medtronic representative. Representative reported that the metal part of the part was missing and the site searched for broken pieces however could not find any. The representative believes the part was damaged due to metal fatigue by washing. The metal part was worn due to usage.

Event description:
A site representative reported that during spinal fusion procedure, the perc pin adapter was deformed. It was reported that the adapter was attached and the connection was loose. Representative suspects the product was not damaged during surgery. The procedure was completed with the use of navigation system. There was no delay to procedure. No impact on patient outcome.